Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oxford medium femoral catalog 154926 lot 2466504; oxford tibial tray catalog 166578 lot 2160684. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2012-00331 / 3002806535-2017-00088).

Event description:
Patient underwent a left knee revision procedure approximately five years post implantation due to dislocation. The bearing was removed and replaced.